Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device was received with cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he is unable to clear it. Customer's blood glucose was 170 mg/dl. Customer stated the device may have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.